Event description:
It was reported that a patient underwent cautery of tongue and nasal mucosa to control bleeding related to possible chemical burn from disinfectant. Cidex opa solution used to clean tee probe.